Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator unable to be interrogated due to pre-mature battery depletion. The device was explanted and replaced. The patient was in stable condition.